Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. The submitted controller event log file contained data spanning 5 days (14oct2024 ¿ 18oct2024 per the timestamp). The log file captured a backup battery fault alarm on 18oct2024 from 5:58:40 to 6:17:58 and from 6:18:00 to 8:33:33 (the last event in the log file) due to the backup battery not passing the load test. The alarm temporarily cleared from 6:17:58 to 6:17:59 due to an additional load test being performed; however, the alarm returned at 6:18:00 due to the battery not passing again. The backup battery did not pass the load test in each case due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that exchanging the system controller resolved the alarm.

Event description:
It was reported that the patient presented to the hospital due to a backup battery fault alarm on their system controller. Log files confirmed a backup battery fault alarm. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.